Event description:
Healthcare professional reported inconsistent patient results with a hemochron signature elite and act-lr system. The patient was having a left heart catheterization with intervention performed. Hemochron signature elite and act-lr testing was being used to monitor the anticoagulation status while the patient was receiving heparin. The target time to initiate the procedure was set at >210 seconds. Results were inconsistent. The procedure was completed without incident. No patient or adverse events reported.

Manufacturer narrative:
(B)(4). The associated cuvette lot for this instrument is #(B)(4). No ncrs or anomalies were identified for this instrument. Cuvette device history records were reviewed and found to meet specifications. The device has been passing eqc and lqc tests consistently. Itc has requested all data required for form 3500a.